Event description:
It was reported that withdrawal resistance occurred. Ablation was performed in the left ventricle in a patient with ventricular tachycardia. The intellamap orion¿ catheter was advanced through a zurpaz medium curve introducer. During ablation noise was noted on the unipolar and bipolar recording of one of the catheter electrode signals. Upon removal of the catheter from the introducer the physician felt that the device was stuck. However the physician then noted that the splines of the orion were able to return into the zurpaz in a minimal deployed shape and for this reason the orion remained stuck into the zurpaz for few seconds before he could completely un-deploy the orion¿s splines. The catheter was successfully removed and the procedure concluded. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer - device not returned; therefore, analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).